Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported balloon rupture could not be determined. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported balloon rupture could not be determined since the complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedureit was reported that the procedure was to treat a lesion in the popliteal artery with mild calcification. The 5.5x40mm armada balloon dilatation catheter (bdc) was advanced to the target lesion without issue. However, when the balloon was inflated to 4 atmospheres (atm), the balloon was losing pressure [material rupture]. The balloon was then inflated to 8 atm and the balloon still would not maintain pressure. Therefore, the bdc was removed from the patient, ending the procedure as the patient did not need further treatment. It was noted that an attempt was made to inflate the balloon outside the patient, and a leak was not observed. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided. Was to treat a lesion in the popliteal artery with mild calcification. The 5.5x40mm armada balloon dilatation catheter (bdc) was advance to the target lesion and the balloon was inflated to 4 atmospheres (atm) and the balloon was losing pressure. The balloon was then inflated to 8 atm and the balloon still would not maintain pressure. Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Event description:
Revised: it was reported that the procedure was to treat a lesion in the popliteal artery with mild calcification. The 5.5x40mm armada balloon dilatation catheter (bdc) was advanced to the target lesion without issue. However, when the balloon was inflated to 4 atmospheres (atm), the balloon was losing pressure [material rupture]. The balloon was then inflated to 8 atm and the balloon still would not maintain pressure. Therefore, the bdc was removed from the patient, ending the procedure as the patient did not need further treatment. It was noted that an attempt was made to inflate the balloon outside the patient, and a leak was not observed. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
B5 correction: describe event or problem.